Manufacturer narrative:
Batch review performed on 28 august 2024: lot 2317274: (B)(4) items manufactured and released on 13-jul-2023. Expiration date: 2028-jun-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional device involved: batch review performed on 28 august 2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2345543: (B)(4) items manufactured and released on 27-dec-2023. Expiration date: 2028-dec-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.